Manufacturer narrative:
Hospital's biomedical engineer has investigated the reported ventilator on-site. The air gas module has been determined as defective and require replacement. The part was repaired; however the details have not been provided by the customer. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. No further investigation can be done as the defective air gas module will not be returned for investigation. The cause of the reported issue in this customer product complaint has been determined. The issue was related to air gas module. Contact person phone number: (B)(6).the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).